Event description:
Customer stated he was passed out with result of 110 mg/dl obtained on the aviva system. Paramedics were called, and customer tested 11 mg/dl on professional device within 10 minutes of result of 110 mg/dl. Customer was treated with an IV and an injection of "cold sugar". Customer's low blood glucose symptoms improved within 5 mins of treatment. Customer was taken to the hosp where he remained for an hour; no further treatment was necessary. Requested return of suspect device and replacement was sent.